Manufacturer narrative:
One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. J1 pins 7 and 8 were bent and permanently compressed.

Event description:
It was reported to philips that the device has bent battery pins. There was no reported patient involvement.